Event description:
I was given radiation for prostate cancer and the radiation damaged my rectum at the (B)(6), and now I'm being treated with something called hyperbaric oxygen treatment. I would like to know what can I do about being given too much radiation by this hospital and drs, and did they report this incident.